Manufacturer narrative:
Pump passed sleep current measurement, self test, active current measurement and displacement test. Unit received with unexpected battery power loss, charge last less than expected and pump received error 25 due to j6 connector resistance issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did received a low battery alert prior to the replace battery now alarm. The customer reported that the battery did not last more than 1 week. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. Troubleshooting was assisted. The customer was advised to continue to wear insulin pump until replacement arrives. No harm requiring medical intervention was reported. The device will be returned for analysis.